Manufacturer narrative:
It was reported that the issue could not be reproduced. The root cause of the reported issue is unk.

Event description:
It was reported that the table leg section allegedly fell off during case while a patient was on the table. There was a reported injury associated with this, but no info was available regarding the alleged injury.